Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information .

Event description:
Additional information was received on february 4, 2019. The intervention was successfully completed.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update and to provide the completed investigation. One tr band regular assembly was received for product evaluation. The tr band inflator was not returned. Visual inspection revealed no anomalies. Functional testing was performed; a new inflator was then used to inflate the tr band regular assembly. After the balloon assembly was inflated, the assembly lost air rapidly. The assembly was then inflated and submerged underwater for a leak test. A rapid trail of bubbles formed from the air inlet valve. Once the inlet valve was sealed with a thumb no other leaks were detected in the assembly. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. The valve was then deconstructed, and fiber was found on the plastic plug in the air inlet port. Terumo has determined the reported event to be manufacturing related, and is being further investigated.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that once the tr band was inflated, the radial compressor did not hold and deflated with blood spray. They had to change to a radial compressor to achieve effective compression for the patient. There was no consequence apart from the blood spray. The patient was not harmed. The event is always detectable and the device could be replaced with no significant clinical consequences. Additional information received on january 8, 2019. The procedure was a coronarography.